Event description:
It was reported that the patient's device reached elective replacement indications (eri) prematurely at under four years of use. The device was programmed to high output due to the left ventricular lead thresholds increasing. The device was removed and replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.